Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that there was blood in/on the helix mechanism and the lead was damaged at implant.

Event description:
It was reported that during the initial implant attempt, the right ventricular lead experienced pacing and sensing difficulties that required repositioning. The helix was difficult to retract, but appeared to be fully retracted under fluoroscopic examination. The lead appeared to "hang up" and with some pressure, the physician as able to fully remove the lead. The lead was examined post implant and tissue was present on the helix. The lead was replaced. No patient complications were reported as a result of this event.